Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips of evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient contacted lfs alleging that his one touch ultra meter was not set to the correct unit of measurement. The patient went to his pharmacy and received assistance from a pharmacy technician to attempt to reset the unit of measurement. No treatment was received. The patient confirmed that the reported meter had previously been set in the correct unit of measurement. The patient does not recall changing the unit of measurement on the reported meter. The patient neither alleged harm nor experienced injury or medical intervention. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meet eh criterial for a medical device reportable. Issue was not resolved through troubleshooting. The meter, test strips, and control solution were replaced.